Event description:
Revision surgery after 2.5 years due to the mobilization of the talar implant on secondary necrosis. Prosthesis implanted on (B)(6) 2010.

Manufacturer narrative:
Complaint originated from review of post market surveillance data. This is the initial report submitted regarding this surgical event and medical device.